Event description:
The hosp reported that during a preparation for an endoscopic vein harvesting procedure, the vasoview bipolar scissors would not open. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the heat shrink coating at the tip of the scissors attachment was peeling. There was some evidence of blood. Based upon the visual observations, the reported complaint was confirmed. Internal file number - (B)(4).